Event description:
A malfunction on a pump was reported by the caller. There was no reported adverse impact on the customer's blood glucose level. Technical support provided assistance to reset the pump successfully, and the issue did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, which the caller understood and acknowledged.